Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior resection, the knife blade cut the tissue after firing, but the staples did not deploy. Also, the anvil was bent. The procedure was converted to open intersphincteric resection due to device problem and the surgical time was extended to more than 30 minutes. There was tissue loss as a result of the event.